Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " results problems. 3 false positives".

Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6)). The customer reported a false positive on their instrument. Bd remote assistance found that when the false positives occurred there was a sudden increase in fluorescence observed and an increase in leukocytosis. The instrument will continue to be monitored for additional false positives. The root cause was unable to be determined, but attributable causes include increased fluorescence and leukocytosis. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " results problems. 3 false positives."